Event description:
Breast argumentation 1988. Now desires to be larger. No problem with implants. In 2006, pt underwent bilateral implant removal. Implants were intact. Augmented with mentor silicone gel implants bilaterally 550 cc.